Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to have a crack at the center of the pupil after inserted to the eye even though it had been prepared properly. There was also a scratch on the lens. The lens was cut out and removed and replaced during the same procedure. The replacement lens was unknown. There was no patient injury and there was no report of any health hazard including visual acuity (va). No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report, and that the patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report. It was also noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept blank and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian section g2: report source added: company representative section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: aug. 17, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was returned almost entirely cut in half (but not separated). The plunger rod was observed fully advanced, bent, and with a damaged tip. Cartridge tip damage was observed as well. A scratch on the optic body above the cut was observed. No additional defects or assembly issues were observed with the handpiece before and after disassembly. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.